Manufacturer narrative:
The received device had the cannula assembly deployed. The second shot material of the needle cap was present in the needle well. The formed needle was visible in the exposed portion of the soft cannula, and a tear in the exposed portion of soft cannula was observed at the where tip of the formed needle was visible. Score marks were observed on the underside of the top housing, indicating an interference between the top housing and linkage assembly. This resulted in a failure of the needle mechanism assembly to fully retract the needle after needle fire. No other defects or deficiencies were found that would result in a failure of the device to deliver insulin.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ent450, 17845-5c-aw rev a 10/17. Changing your pod 3 / page 32-33: following insertion of the cannula, check the infusion site: look through the viewing window to check that the cannula is inserted into the skin. The cannula is tinted light blue. Check for pink coloring in the area on the top of the pod shown in the figure. This is an additional check that the cannula was extended. Check for wetness or the scent of insulin at the insertion site. The presence of either may indicate that the cannula has dislodged.

Event description:
The patient reports the pod was worn less than an hour and the needle did not retract.